Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this, the customer was unable to obtain readings and felt symptoms of headache and tiredness. The customer was seen by a healthcare professional who administered unspecified IV and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.